Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. Subsequently, the device was explanted on (B)(6) 2024. Re-implantation is planned but had not taken place at the time of this report.